Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose of 419 mg/dl. The customer's blood glucose was 159 mg/dl at the time of call. The customer stated that they had symptom of high blood glucose such as nausea. The customer stated that they also had high blood glucose reading of 411 mg/dl. The customer stated that they treated the high blood glucose with manual injection. The customer declined to troubleshoot for high blood glucose. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump functioned properly during functional check including rewind, basic occlusion, occlusion, prime, excessive no delivery, displacement, self-test, unexpected restart test and all operating current measurement were normal. The insulin pump was received with cracked reservoir tube lip.